Event description:
The surgeon had problems during fluid/air exchange yesterday. The incident happened during a vitrectomy procedure. The surgeon wanted to switch from fluid to air but there was no air flow. The surgeon managed to finish the case but the surgery was prolonged and the eye became soft, which could have resulted in hypotony.

Manufacturer narrative:
With regard to this event an eva surgical system was returned for investigation. Investigation of the returned eva surgical system did not reveal any anomalies. The system functioned within the release specification. Review of the logfiles did not reveal any anomalies. No error messages were logged and the measured air pressure was in compliance with the set air pressure. Historical review of the complaint database indicated that one similar complaint was logged on the eva surgical system subject to this complaint. A device history record review did not reveal any anomalies. Based on the investigation performed, the reported event cannot be attributed to the eva surgical system that was returned for investigation. A possible cause for the reported event could be an unintended use error, however this could not be confirmed. Therefore, the investigation did not lead to conclusive findings concerning the cause of the reported adverse event.

Manufacturer narrative:
The device has been received for investigation, investigation is ongoing. No corrective or preventive actions can be implemented until the investigation has been completed. Device investigation is needed to determine the cause of the reported event.

Event description:
The surgeon had problems during fluid/air exchange yesterday. The incident happened during a vitrectomy procedure. The surgeon wanted to switch from fluid to air but there was no air flow. The surgeon managed to finish the case but the surgery was prolonged and the eye became soft, which could have resulted in hypotony.

Manufacturer narrative:
The device will be investigated to determine the root cause of the incident.

Event description:
The surgeon had problems during fluid/air exchange yesterday. The incident happened during a vitrectomy procedure. The surgeon wanted to switch from fluid to air but there was no air flow. The surgeon managed to finish the case but the surgery was prolonged and the eye became soft, which could have resulted in hypotony.